Event description:
It was reported that a patient presented with cardiac perforation due to their right ventricular (rv) lead. It was noted that there was loss of capture and r-wave amplitude variation on the rv lead. The physician performed defibrillation threshold testing; the device successfully converter the rhythm. It was also noted that there was undersensing and myopotential oversensing on the rv lead. Programming changes were performed to resolve the issue. The patient condition was stable.